Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during an extraction procedure all rods and unbroken screws were successfully extracted. The surgeon decided to use a conical extractor to remove the remaining screw in the l1 right pedicle which resulted in the tip of the conical extractor breaking off inside a es2 screw. The surgery was completed with the broken es2 screw and the tip of the conical extractor left inside the body.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following:the tip of the extractor is partly broken off. The broken off piece was not returned for investigation. The breakage surface shows the typical structure of a brittle fracture due to bending overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by high bending stress & torsional overload. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that during an extraction procedure all rods and unbroken screws were successfully extracted. The surgeon decided to use a conical extractor to remove the remaining screw in the l1 right pedicle which resulted in the tip of the conical extractor breaking off inside a es2 screw. The surgery was completed with the broken es2 screw and the tip of the conical extractor left inside the body.